Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a coronary drug-eluting stenting treatment procedure, crossing difficulties occurred. The 95% stenosed target lesion was located in the severely calcified and 40% tortuous left anterior descending (lad) artery. Access was obtained through the radial artery. A 3.0x12mm taxus liberte stent delivery system (sds) was advanced but could not cross the target lesion. The procedure was completed with a 3.0x15mm promus device. There were no patient complications and the patient's current condition is listed as "good". However, analysis of the 3.0x12 taxus liberte sds revealed stent damaged.

Manufacturer narrative:
Device evaluated by manufacturer. A visual and microscopic examination of the returned stent delivery system (sds) revealed distal stent damage. Struts on rows 1 - 5 from the proximal edge were slightly squashed. There were hypotube kinks present throughout the entire length of the catheter. The balloon and tip sections of the device were also examined and no issues were noted that would have potentially contributed to the event. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen without resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).